Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18731, 1627487-2021-18732, 1627487-2021-18734. It was reported the patient's left l4 and right s1 leads had migrated. In addition, the patient experienced ineffective therapy and motor stimulation when using therapy on the left s1 lead. Reprogramming was performed but was unsuccessful in restoring effective therapy. As a result, the patient underwent surgical intervention during which the 3 leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which l4 lead had migrated, so both potential leads are being reported.

Manufacturer narrative:
Date of event is estimated.